Manufacturer narrative:
Control release failure - conclusion code: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the needle failed to release from the suture as anticipated. No adverse pt consequences were reported.